Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) triggered caused by oversensing due to electro magnetic interference. The lead is still in use. No patient complications have been reported as a result of this event.